Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37602, serial # (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot # j0454427v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type extension; product ID 3387-40, lot # j0454427v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type extension; product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_ext, serial # unknown, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was doing fine.

Event description:
It was reported that the patient was having both systems entirely removed. The patient¿s managing healthcare provider (hcp) wanted him to consider moving the leads instead, but the patient wanted it all explanted. The systems had been turned off, even though the patient was getting benefit from them. Nothing had been done surgically since (B)(6). After the left lead was explanted on the day of surgery visual damage to it was seen. There was a ¿piece broken and a visual break in the lead seen.¿ there was no plan to re-implant the patient, but the hcp would speak to him further about that option. The patient recovered without sequela. The serial number for this ins was previously unknown and reported in manufacturing report #3007566237-2014-00754. The ins has since been returned and thus required this new manufacturing report. Please see the previous report for any prior information about the event.

Manufacturer narrative:
Analysis of the stimulator, serial (B)(4), found it functionally okay with insignificant anomalies. It functioned properly throughout the duration of the test. Analysis of the stimulator, serial (B)(4), found it functionally okay with insignificant anomalies. It functioned properly throughout the duration of the test. Analysis of the lead, lot # j0454427v, found its body stretched. There were no significant anomalies. Analysis of the lead, lot # j0454427v, found its body conductor broken from overstress damage. There were no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.